Manufacturer narrative:
Block h6: imdrf device codes a040601 and a150205 captures the reportable event of stent buckled material and difficult to advance, inside the patient.

Event description:
It was reported that during procedure, the polaris ultra ureteral stent had difficulty advancing while being inserted and was found to be in a bellow shape. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device codes a040601 captures the reportable event of stent buckled material, inside the patient. The polaris ultra ureteral stent was returned for analysis. During the visual and microscopic inspection, it was found with bladder coil and shaft buckled and also the suture hole was found torn. Additionally, the suture and positioner were not returned. Functional inspection was performed and noted that a mandrel 0.039 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of stent buckled material, inside the patient was confirmed. It is possible to conclude that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, leading to device being buckled and consequently, affects the performance of the device generating the difficult to advance as reported. For the founded torn in the suture hole. It is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that during procedure, the polaris ultra ureteral stent had difficulty advancing while being inserted and was found to be in a bellow shape. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.